Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. The contacts seem to be oxidized by the leaking electrolyte. This is a final report.

Event description:
A broken and leaking dacapo powerpack was received at service and repair. User is reported to have come into contact with the electrolyte fluid, however no injuries were sustained.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A broken and leaking dacapo powerpack was received at service _ repair. User is reported to have come into contact with the electrolyte fluid, however no injuries were sustained.